Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose level on (B)(6) 2019. Customer had high blood glucose level of 700 mg/dl at the time of hospitalization. Customer reported that they were in coma due to high blood glucose level. Customer reported that the insulin pump was turned off at the time of emergency medical services. Customer had bleeding. The insulin pump will not be returned for analysis.